Event description:
This (B)(6) female who underwent a cardiac lead extraction to remove a total of 3 leads (gdt 4549 - lv, gdt 4244 - ra, gdt 0135 - rv) due to acute endocarditis. The case was conducted in the or with active fluoroscopy, patient intubated and prepped with an arterial line, cvs aware of case, and cell saver available in the room. The md cut and prepped all leads with a lld (lv - lld-e, ra - lld-ez, rv - lld-ez). The lv lead was lased and successfully removed with a 14f sls ii. The ra lead was lased and successfully removed with a 16f sls ii. Using the 16f sls ii the md began lasing the rv lead. It was apparent via fluoroscopy the laser sheath was advanced beyond the vascular wall. The patient's abp declined, the cvs was paged and CPR was initiated. The md requested the pericardiocentesis and chest tray to be set up. Approximately 8 minutes after the initial abp decline the md performed the pericardiocentesis. Approximately 10 minutes after the abp decline the cvs arrived and performed a sternotomy within 2 minutes. An apical tear was found and repaired. The patient received a total of 3 units via the cell saver. The patient's chest was closed, the patient was stabilized and transferred to the ICU for recovery. There were no devices retained for returned analysis. An internal lhr review noted no issues or nonconformances. The physician did not indicate spnc devices to be responsible for the patient's injury.

Manufacturer narrative:
Device disposed of after use.